Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer is using an iphone 8 device with ios 16.7.10 with inpen version 5.7.1.4. Customer states that they are unable to see current cgm data from their dexcom device. Helpline was provided info explaining due to limitations on dexcom's side, only data older than 3 hours will appear in the app. Current glucose will only show for 10 minutes upon entering the number manually. However, the database does not show any cgm connection in over a year. Helpline was informed the inpen app does not show any connection to dexcom cgm and referred the patient to contact dexcom for assistance. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the inpen and mobile device. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Dexcom server was not accessible. Instructions were provided to resolve the issue, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-8060.